Event description:
The customer stated that he experienced high blood glucose levels, but the insulin pump never gave him a no delivery alarm. Troubleshooting was performed, and no damage to the drive support cap was noted. The insulin pump passed the prime test, but failed the high pressure test. The customer may not have been using the correct tubing clamp to conduct the high pressure test, but the customer declined to run the test again, and requested a replacement insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.